Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
As reported: the revision was secondary to instability of the left knee. The use of mako was not thought to be the cause of instability." The patient's native patella was resurfaced and a 7x11 ps insert was revised to a 7x16 ts insert.